Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) reported that they were unable to connect to the patient's implantable neurostimulator (ins) with or without an antenna. Patient checked batteries and caller confirmed they were regular alkaline. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.